Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/08/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer stated both prism analyzers in the lab were generating drain time errors when prism reaction tray lot 90359m500 was in use. The customer stated over 100 drain time errors were generated and when re-tested, all but 2 samples results were obtained. The customer also stated the issue seem to occur with plasma samples and not serum samples, when both sample types were run on the same tray. The customer further stated sample handling was performed per product insert recommendations, and no other assays were affected except hepatitis b surface antigen. There was no impact to patient management.